Event description:
On (B)(6) 2012, leica microsystems received a complaint from (B)(6) medical center regarding sub-optimal processing of 77 blocks from a 12.5 hour protocol using peloris tissue processor serial number (B)(4), which commenced on (B)(6) 2012 and completed on (B)(6) 2012, resulting in under-processed tissue. The complainant also advised that the dimensions of the affected tissue were 1-3 cm in length, 1-2 cm in width and 2-10 mm thick and that 15 blocks required re-processing. On (B)(4) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
The root cause for the sub-optimal tissue processing identified by the complainant from the "12.5 hr breast" protocol started in retort b at 14:56pm on (B)(6) 2012, was a use error. Specifically, use of a protocol of inappropriate duration for the size of the tissue samples being processed. When notifying leica microsystems of the complaint on (B)(6) 2012, the complainant advised that the dimensions of the tissue samples exhibiting sub-optimal processing were 1-3 cm in length, 1-2 cm in width and 2-10 mm thick. Section 8.2.1 of the leica peloris/peloris ii user manual tabulates the recommended protocol duration and maximum tissue dimensions for different specimen types. These protocols have been developed and extensively tested by leica microsystems for use on the peloris tissue processor, and produce optimum processing quality when used for the recommended tissue types specified. This information indicates that the 12 hour protocol is recommended for tissue with the maximum dimensions of 20mm x 10mm x 5mm, with the caveat that very thick, fatty specimens may require a longer protocol. Information provided by the laboratory indicates that a proportion of the tissue from the affected protocol exceeded the maximum recommended thickness for the protocol used.